Manufacturer narrative:
Summary of evaluation:the examination results, although inconclusive in the absence of the event baseplate, could not verify this complaint and suggests that this event is not device related.

Event description:
Dr. Inserted the tibial insert onto the tibial baseplate and noticed there was excessive motion between the baseplae and insert. He installed another insert, and it was fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.